Event description:
The patient was submitted to an angioplasty in for implantation of stent in the descendent right coronary, but after dilating the balloon, it was not possible to cross the lesion. When the surgeon tried to remove still closed in the artery, there was a dislodgement of the stent. No further information is or will be available since this complaint is from three years ago. No injury to the patient was reported.

Manufacturer narrative:
The product was received, but the analysis has not been completed. Additional information will be submitted within 30 days of receipt.